Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown implanted: (B)(6) 2025. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence. Their trial started on (B)(6) 2025. It was reported that there was a migration, lead moved, or wire moved. It was unknown whether there was a connector migration. It was unknown whether the product migrate around or entangle internal organs. The patient can still feel the stimulation, and their therapy was still active; only one wire was unhooked. The issue was not resolved and was ongoing. Patient reported that one of the wires was unhooked. They contacted their doctor, who advised them to reach out to manufacturer. Therapy was still active; patient can feel stimulation. No discomfort or pain reported. The manufacturing representative (rep) has been notified about the situation.